Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new lead was different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error was selected based on the analysis finding of improper insertion depth (set screw marks in wrong location). The observation is not deemed to indicate a product defect or malfunction - but likely occurred during normal use of the product. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new lead was different model was successfully implanted. No additional adverse patient effects were reported.